Event description:
Same case as MDR ID# 2134265-2015-03940, 2134265-2015-03942. It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed, 32x2.5-2.75mm, eccentric, de novo, target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 6fr jl4 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 2.5x20 maverick balloon catheter resulting to 62% residual stenosis. Subsequently, a 12x2.75 omega¿ stent was selected for use to treat the lesion. During introduction, the physician noted that the part of the omega¿ stent delivery system (sds) near the sheath was broken. The device was removed and another 16x2.50 omega¿ stent was selected for use in exchange to the 12x2.75 omega¿ stent. However, the same problem occurred and the second omega¿ stent was removed. Another 28x2.75 omega¿ stent was selected for use in exchange to the 16x2.50 omega¿ stent but the same problem occurred. Finally, the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).